Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. Visual and functional assessments were performed and the device did not meet manufacturing specifications. The pre-test to determine if the error codes were present could not be performed as the device was leaking water. It was determined that the device showed signs of damage caused by immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be due to misuse/abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, after plugging the motor device into an unspecified validation and verification system, it was observed that the motor device made a loud noise and an e6 error code were observed on the console device. According to the report, after the device was plugged into the system, and the foot pedal device was pressed, the device started smoking. The reported event was not reported to have occurred during surgery. There was no patient involvement reported. There were no injuries reported. There was no patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.